Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device were unsuccessful. Without return of the explanted device or addtional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted two (2) years, nine (9) months, nineteen (19) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm biprosthetic valve. Attempts to obtain device and additional event information were unsuccessful. There were no reported complications.